Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Refer to medwatch # 3004209178-2016-54578.

Event description:
The customer's mother reported via telephone call that the blood glucose ran high to 471 mg/dl. The customer experienced symptoms of nausea and vomiting. The drive support cap appeared normal and recessed. The time and date were correct. The basal rates and bolus wizard settings were programmed accurately. The bolus history displayed all entries based on the customer's recollection. The caller was sent a tubing clamp and advised to call back to perform the high pressure test. The caller did recall receiving no delivery alarms since the high blood glucose began. The caller was advised to change the entire set, reservoir, and insulin and treat per a health care professional's instruction.

Manufacturer narrative:
All operating currents are within specification on the insulin pump . No unexpected low battery or off no power alarms noted. Device functioned properly. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime test, and excessive no delivery alarm test. Device functioned properly. Device was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.